Event description:
A facility reported that a pt lost in excess of 2 liters of fluid during a dialysis treatment. The pt experienced dizziness and hypotension, received normal saline during the treatment to maintain a blood pressure. The treatment was discontinued because the pt continued to feel bad. It was not possible to obtain a post treatment weight. The pt was admitted to the hosp for approx 2 hours. During this time the pt received add'l normal saline, exact amount was unk. Because a post weight was not available, the excess fluid loss was estimated by the amount of normal saline the pt received. The machine was removed from the treatment area for investigation by the facility machine technician, who found a leaking uf pump prefilter. He dioscarded the leaking prefilter and replaced it. The machine has been operating properly since.